Event description:
Customer reported meter results of 330 mg/dl, 111 mg/dl, and 115 mg/dl within 10 minutes on compact plus sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.